Event description:
The customer contact reported the device alarmed with an e630 (screw rotation error) error code. The device was returned to the biomedical department with a report that stated, "e630." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device alarmed with an e630 (screw rotation error) error code. No additional info was provided.

Manufacturer narrative:
A field service engineer performed initial testing and investigation at the user facility. During initial testing, the device alarmed with an e630 (screw rotation error) error code. During further testing at the service center, the device mechanism passed testing. The probable cause was due a broken motor. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.